Manufacturer narrative:
(B)(4). Systolic anterior motion of the mitral valve may occur after mitral valve annuloplasty. It is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after mitral valve repair. This may require additional leaflet resection or a mitral valve replacement. In this case, procedural/technique related factors most likely contributed to the event due to mis-sizing. The 30mm ring was explanted and replaced with a 34mm ring. The subject device is not available for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 30mm annuloplasty ring was explanted at implant due to systolic anterior movement. This ring was originally implanted for mitral regurgitation. Systolic anterior movement was detected on the intraoperative echo. The ring was explanted and replaced with a 34mm edwards annuloplasty ring while the patient was on bypass. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.